Event description:
Boston scientific crm received information that this dextrus lead had dislodged on three separate occasions. Two revisions have already occurred where the lead was repositioned. Currently, the lead remains implanted and the physician is deciding on the course of action. No adverse patient effects have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.